Manufacturer narrative:
(B)(4). Customer has not yet indicated if the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported that during a foot plating procedure, it was found that the provided implant was not suitable for the procedure and that the required plate was not in the loaner set provided for the procedure. It was further indicated that a reoperation is needed due to the correct plate not being available. Follow up attempts have been made, however, no further information is available at this time.

Manufacturer narrative:
Event date: unknown day in (B)(6) 2018. The reported event was unable to be confirmed. No medical records were provided. X-rays provided noted that distal tibia plate and screw fixation without hardware failure or loosening. Screws are noted within the distal tibia extending from anterior to posterior, which are of uncertain etiology. Otherwise, the placement of hardware is appropriate. Distal fibula plate and screw fixation with the appropriate position. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during a foot plating procedure, it was found that the provided implant was not suitable for the procedure and that the required plate was not in the loaner set provided for the procedure. It was further indicated that a reoperation was performed due to the correct plate not being available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.